Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure, the left ventricular (lv) lead had a macro dislocation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.